Manufacturer narrative:
Investigation confirmed excessive amount of liquid ingress in pump cover and on internal components of the device, which caused hardware errors to present on the pump. The device was scrapped to prevent further clinical use.

Event description:
User reported that the pump showed a hardware error during a case. There was no patient harm; however, the event is considered reportable as it could result in a pump stop.